Event description:
Reporter alleged discrepant blood glucose results during the customer's routine dr appointment. Customer stated their meter read in the 200s & 300s mg/dl compared to the dr measurement of 74 & 84 mg/dl when the testing was performed within 10 minutes on the advantage system. Customer indicated the system meter display had been fading intermittently prior to the alleged comparison. As a result of the comparison no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve test strip lot number 549619 with an expiration date of 4/30/08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.